Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site loaded a patient exam in the fusion software, but when site went into navigate the tracker was showing on a black screen. Site went back to select patient and the model was displayed there. Site deleted and reloaded the exam and the issue resolved. There was no patient impact reported and a less than one hour delay to surgery.